Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the procedure, a blower mister used for a coronary artery bypass connector falls off. Replacement with a new device was used to complete surgery. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/01/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tubing of the device. There were no visual defects observed on the blower mister. The connector was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break;connector" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #96255682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.